Event description:
It was reported that the cartridge split during insertion into the eye. There was patient contact with the patient's right eye. No other information was provided.

Manufacturer narrative:
Unknown/ asked but not available. Asku if implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Device evaluation: visual inspection under magnification revealed that the complaint cartridge was received with the cartridge tip and the cartridge cracked, in a way consistent with a cartridge that had been used. Further inspection of the cartridge revealed no further issues. The iol was revealed to have a bent haptic. The complaint issue of dc-cartridge crack was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed three complaints received from this production order. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.